Event description:
It was reported the patient underwent surgical intervention to remove and replace her ipg which resolved the issue .the ipg was inoperable and was unable to communicate with the external devices. The patient had not used the scs system due to ineffective stimulation (reference MFR. Report: 1627487-2015-26039 and 1627487-2015-26040) and thus had not recharged the system in several months.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.